Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device was explanted due to a premature battery depletion advisory warning. The patient was a pacemaker dependent patient. The patient did not experience any adverse events and was discharged.

Manufacturer narrative:
On (B)(6) 2016 a decision was made to report all prophylactic explants. The aware date was updated to reflect this change.

Manufacturer narrative:
Interrogation of the device revealed it was above eri when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri). The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory notice issued by st. Jude medical on 11 october 2016.

Event description:
Additional information received indicated that the physician alleged premature battery depletion on the device. The alleged device was implanted on (B)(6) 2015 and explanted on (B)(4) 2016.